Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that when using the fastfix 360, as soon as the first anchor was fired, the second anchor also came out at the same time. There was a backup device available to complete the procedure with no significant delay. No patient injuries reported.